Manufacturer narrative:
Medtronic received additional information that when the method of use was checked again with the customer, it became clear that a hemostasis cap might not be used. The customer is requesting an investigation to confirm if the inner cylinder is inserted without using a hemostasis cap, will the end of the inner cylinder and the cannula connector interfere causing cracking. It was reported that some nurses may have forgotten to attach the hemostasis cap because the cannula body of other companies' products has a hemostasis cap. The customer would like to have a document stating the usage methods and precautions that are easy to understand and have images attached, other than the package insert. For the jugular vein cannula, the hemostasis cap is transparent (white) and the color is the same as the tube that contains the inner cylinder; it may appear assimilated at first glance but a change of colour would be helpful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus nextgen femoral arterial or jugular venous cannula and kit, it was reported that the connector part of the cannula was cracked. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/crack in the connector. The hemostasis cap was not returned. R eason for return was confirmed. Additional information b5. Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). No other devices in the same box/shipping container were also damaged. The cannula was not heated or cooled prior to use. Correction h6.1 device codes (fdd/annex a):this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.